Event description:
During an upper endoscopy for foreign body retrieval in the micu, there was device failure four times. The device was the halyard foreign body retrieval hood protector. One device tore during placement on the endoscopy, two failed to deploy as expected, one was sealed shut and could not be installed on the endoscope and appeared to be due to degradation of the device material, which made them too flexible to be usable. An alternative device with another brand was then installed on the endoscope and worked properly as expected, the first time. The device failures resulted in significant delay in completion of the procedure. A (B)(6)-yo with no pmhx who presents to inpatient with si and a history of swallowing numerous objects. He now reports having swallowed a safety pin. No surgical abdomen. # ingestion - stat portable chest/abdomen x-ray demonstrates safety pin in stomach - consultation with gi fellow on call, pt requires stat transfer to (B)(6) for egd removal, coordinating with accepting medicine service.